Event description:
Adverse event(s): "no patient injury" (no consequences or impact to patient) product problem(s): "error messages received prior to the illuminator probe issue" (device displays error message); "illuminator probe stuck in port" (sticking). A nurse reports an illuminator probe was stuck in the post. The probe was both hard to insert and hard to remove. Eventually, a hemostat was used to remove the probe. Another port was used for later cases. The nurse also reports system message 5400, 6204, 6208 and 7026 were received prior to the illuminator probe issue. These system messages were completely unrelated to the illuminator probe issue. No patient impact reported.

Manufacturer narrative:
Although a sample has been returned, the evaluation has not been completed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).